Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the distal end near the midpoint of the blade. The broken piece measured approximately 0.084" x 0.406" in length and was not returned with the instrument. Components adjacent to this broken blade do not show damage. The fragment originated form the broken blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace prompted a message to reduce pressure. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.